Manufacturer narrative:
The reported event was noise. Visual and dimensional analyses of the lead identified an over-sized diameter in a section of the connector boot. During insertion testing, the lead connector boot could not be fully inserted into a test connector sleeve, which could have contributed to the reported field events. The lead connector could be fully inserted into a laboratory test ICD without any issues.

Event description:
During implant, noise was observed on the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.